Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic converter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. ¿ the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported in the middle of running a cycle in their sterrad® 100nx sterilizer, "something ruptured and there was a white haze/mist emitting from the sterrad® 100nx sterilizer." They reported the area was evacuated and the haze/mist lasted approximately 20 minutes, and then the unit was unplugged. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Correction: corrected from sterrad sterilizer to sterrad® equipment. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor issue and system risk analysis (sra). Trending of the haze/mist/vapor issue was reviewed for the past six months ((B)(6) 2017 to (B)(6) 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was not available for return. The assignable cause of the haze/mist/vapor issue was the catalytic converter. The field service engineer replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.